Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2022 with blood glucose of 829 mg/dl. Customer received cortisone shot and that caused an extreme increase in blood glucose level. Customer was unable to lower the blood glucose level resulting in calling ambulance and being hospitalized. The customer was treated by intravenous insulin drip. Customer also reported they received power loss alarm. Customer stated they were able to clear the alarm but did not received request for rewind. No further complications were reported. Troubleshooting was performed. The insulin pump will not return for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported that emergency medical services were dispatched and that they were hospitalized over 48 hours on aug. 27, 2022 at 06:00 due to diabetic ketoacidosis. Blood glucose at time of event was 829 mg/dl. User was not asked if they had any symptoms. User stated ketone test was done but did not mentioned results. User was treated with intravenous insulin drip. Prior to the event the user received a cortisone shot on friday evening (aug. 26, 2022) and stated that caused an extreme increase in their blood glucose, mentioned blood glucose went up to 526 mg/dl at 2:00am after that at 4:00am and 6:00am meter displayed "high", user was unable to lower blood glucose. When hospitalized user mentioned they were taken off the pump and battery was removed. At the time of the call they tried powering up the pump and stated they got a power loss alarm, they were able to clear the alarm. It was explained to the user when the battery is out for greater than 10 minutes a power loss alarm occurs and was advised this was normal pump behavior. The insulin pump was in use within 48 hours. It is unknown if auto mode was in use.

Manufacturer narrative:
(B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided in section b5.